Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during testing conducted at the manufacturer facility the device was producing metal shavings. No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Metal shavings were observed in the collet during device evaluation. The device was scrapped.

Event description:
It was reported that during testing conducted at the manufacturer facility, the device was producing metal shavings. No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.